Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced the needles snapped off into multiple cartridges. The customer believed that it may be due to shaking and illness. The customer's blood glucose level was 475 mg/dl which was addressed with manual injections. The customer reported was able to place on a new cartridge and resume insulin.